Manufacturer narrative:
Event date: date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-13542. It was reported that the patient lost effective coverage of therapy due to lead migration of one lead and high impedance on the other lead. Reprogramming was unable to resolve the issue. Patient suffered multiple falls. Surgical intervention may be pending in the future to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein one lead was explanted and replaced. Effective therapy was restored post operatively. It's unknown which lead was replaced, and both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.